Manufacturer narrative:
Insulin pump received with detached end cap and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Unit received with detached/broke end cap. Unable to perform any testing including the displacement due to detached end cap. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the bottom part of the insulin pump was cracked. Customer stated there was no physical damage to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.